Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the review of the black box data showed a call service 064 occlusion alarm occurrence due to an occlusion during the prime step. During the actual investigation, the rewind, load and prime steps were performed successfully. In addition, the pump was exercised for 24 hours with no call service alarm occurrences. (B)(4).